Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25503. The patient has two scs leads with the same lot number and three scs anchors with the same lot number. It was reported the patient is experiencing ineffective coverage and stimulation in unintended areas due to the leads and anchors migrating, confirmed with x-rays. Reprogramming attempts did not provide resolution. In turn, the patient may undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.